Event description:
A 26mm x 15mm diameter x 16.5cm aneurx bifurcated stent graft and its components were implanted for endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had previous coronary artery bypass grafting. The pt was evaluated postoperatively for endovascular repair of pt's abdominal aortic aneurysm, which was found during the course of pt's cardiac system. There was no excessive vessel tortuosity. Aneurysm morphology is unknown. The pt was prepped and draped accordingly for endovascular repair. Bilateral femoral artery cutdowns were performed. Two oblique skin incisions deepened to subcutaneous tissue to the level of the femoral sheath. The common femoral artery was dissected out circumferentially. The pt was initially given 10,000 units of heparin. A cook needle was used to cannulate the right common femoral artery and an 8 french sheath was inserted. A 0.035 guide wire was advanced under fluoroscopic guidance into the suprarenal aorta. A 9 french x 45cm length introducer sheath was then advanced under fluoroscopic guidance into the suprarenal aorta and an ivus (intravascualr ultrasound) catheter was utilized to ultrasound the aorta and right iliac artery. Various measurements were obtained at the level of the renal arteries. The diameter of the aortic neck was 19mm. The proximal aortic neck measured 30mm. The total aortic length to the bifurcation measured 120mm. The right common iliac artery in its widest portion was 17mm and its narrowest portion measured 12mm. The overall length of the right iliac artery was 90mm. Ivus of the left iliac artery showed the diameter at the landing zone to the 12mm. A superstiff guide wire was advanced through the sheath and on the contralateral femoral artery, an 8 french introducer was positioned and a 0.035 guide wire was advanced through the suprarenal aorta and a straight angiographic catheter was positioned for subsequent angiography. On the right side a 26mm x 15mm diameter x 16.5cm length bifurcated stent graft was inserted and positioned at the level of the suprarenal aorta. Arteriograms were obtained for road mapping which demonstrated the position of the renal arteries. It was reported that the physician turned the handle on the reusable deployment handle and the graft cover came off the bullet and stent graft approximately 1/2cm when a loud "pop" occurred. Upon inspection of the delivery system, it was determined that the back ring had separated from the inner catheter. The physician removed the device without incident and a new device was inserted. The runners and bullet were retracted. Using the contralateral approach, the gate for the contralateral limb was cannulated with a guide wire and a 16 french sheath was advanced into the gate. A 16mm diameter x 11.5cm length iliac leg graft was positioned within the gate and deployed after retracting the sheath. An arteriogram was obtained which demonstrated wide patency of both limbs with a small type I endoleak at the level of the contralateral gate. A 15mm x 4cm angioplasty balloon was used to angioplasty this area. In addition, it appeared that the left limb was somewhat short compared to the right and it was elected to add a 16mm diameter x 5.5cm length extension cuff. The extension cuff was deployed into the left limb extending it to 2 to 3 add'l centimeters. An "ivus" of the right limb was performed prior to deploying the extender cuff. A 10mm x 4cm angioplasty balloon was used to dilate some moderately narrow segments of the right limb. A completion arteriogram demonstrated a wide patency of both iliac limbs and no evidence of an endoleak. The procedure was concluded by removing all catheters and wire. Both groin incisions were closed accordingly. The physician reported that the pt tolerated the procedure well and was in stable and satisfactory condition. The product has been returned to medtronic ave and is pending eval. No add'l sequelae were reported.